Manufacturer narrative:
No RMA has been initiated for this issue. Model 9650-4, serial number/date code xxxx is approximately xxxx age. The user manual part number 1023891 was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
The seats are allegedly cracking on the commodes. The dealer allegedly has been receiving many complaints from consumers about this issue within months of use and some of the commodes allegedly have cracked seats out of the box. No injury is alleged.